Event description:
It was reported by the customer the doctor had pierced the breast and was attempting to take sample when the cutter wouldn't activate. The doctor decided to abort the case. The pt's breast was pierced but no samples were taken.